Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's mother stated that she just put in a new battery and the pump is saying battery out limit alarm. Customer's mother went to put in the carb amount in and the numbers started going crazy. Customer's mother had the customer disconnect from the pump. Customer's mother stated that the bolus wizard buttons is not working. Customer's blood glucose was 129 mg/dl. Customer was playing outside with kids and water guns. Customer's mother was unsure if the pump got wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.